Event description:
It was reported that the patient deceased. The patient presented for a scheduled procedure. After the procedure, the patient was brought into the recovery bay and it was noticed that the patients¿ blood pressure was quite low. It was known initially that the patient had low blood pressure, so a fluid flush was performed. The blood pressure improved, but then began to trend down again. An ultrasound and an interrogation of the device was performed, and everything was normal. After 20 minutes, a growing effusion in the patients¿ pericardial sac was discovered. The patient was urgently brought back into the lab and during the procedure the patient began to crash. The patient went into monomorphic vt and an external shock was delivered which then accelerated into a faster vt. Another shock was delivered that failed to convert and then another which finally was able to return the patient to normal sinus rhythm. Chest compressions were performed, and it was then discovered that blood clots were beginning to form in the right ventricle, right atrial, pulmonary arteries, and ascending aorta. The patient then passed.